Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 08 2007. The device has been requested by baxter quality management for evaluation but has not yet been received. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility reported an infusion pump that will not turn on and beeps failure during patient use. Additional information was received on 05/07/2007, that the incident did occur during patient infusion of the chemotherapy drug irinopecan. The medication was overinfused in one hour. Started with greater than 500 ml in the bag and the bag had 239 ml less in it over one hour. The nurse reports that there was no patient injury or medical intervention as a result. No additional information or contact was provided.